Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. Device evaluation: a software analysis was completed utilizing a known anomaly determination methodology. It was determined that the reported event was related to a software issue. The reported issue was consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was not available. The bulkhead connector was returned to medtronic for evaluation. The returned connector was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the connector through analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the navigation system would not communicate with either medtronic imaging system at the site. The site chose to bring in their other medtronic navigation system to complete the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. Software engineering reviewed the event and stated that this issue is consistent with a known issue and recommended adding it to the existing record in the software anomaly tracking database.